Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. An event history log review was performed, and it was noted that there were multiple occurrences of system error 21515 (upstream occlusion sensor failure low) and non-interrupting system error alarms. During evaluation, the pump was loaded with a filled set, and it was noted that the slide clamp did not fully eject when the door closes which causes the pump to detect the upstream occlusion which results in a system error 21515. An inspection of the slide clamp assembly was performed, and it was noted that the plastic hook holding the spiking was damaged/broken. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was a damaged/broken slide clamp assembly. To resolve this issue, the slide clamp assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed constant upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.